Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was blood observed in the side port of the sheath. The irrigation system was examined and determined to be working appropriately, however, throughout the case blood was seen to bleed back into the side port during use. The procedure was completed with no patient complications using the original sheath. The sheath is not expected to be returned as it was disposed of by the facility.